Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes as follows: the slave monitor image disappeared during use. The cause is likely failure of the power cord of the esu and/or the sub-monitor, or the power cord of the device in question was additionally wired, or it was used in combination with another company's electrosurgical unit. Alternatively, if only the slave monitor image disappeared, it's possible that there was no problem with the device and that the problem is a slave monitor malfunction. As stated in the instructions for use: "do not extend a single wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and light source. Otherwise, malfunction of the equipment may result. "Use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image." "Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result."

Manufacturer narrative:
To resolve the reported problem, olympus technical support advised the user to connect the monitor to a different power circuit than the esu. The customer failed to respond to follow up communication attempts by olympus technical support, performed in order to confirm resolution of the reported problem and provide additional assistance, if needed. The suspect device was not returned to olympus for evaluation. A root cause could not be determined. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that a monitor would lose the image during use of an electrosurgical unit. There was no patient injury or harm, associated with the problem, reported to olympus.